Manufacturer narrative:
Per the device contract manufacturer, no regulator sample was returned for evaluation. A review of the batch production record for the reported lot number was performed and confirmed that the product met specifications at the time of release. A review of complaints for the last 12 months did indicate five other related reports for the reported lot number. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchaser reported that an ophthalmic gas dispensing regulator exhibited control valve and dial display failure and would not release gas during a vitrectomy surgery. There was no report of any patient harm.